Manufacturer narrative:
Updated data: h2 h3 h6 image review: transesophageal echocardiogram (tee) imaging was provided from 8/28/2025. The evolut valve implant depth appears shallow on posterior side. Evolut is under expanded. No prosthetic leaflet thickening noted. Hemodynamic measurements show a mean aortic valve (av) gradient of 15 millimeters of mercury (mmhg) and a peak av velocity of 272 centimeters/second (cm/s). There is a severe paravalvular leak (pvl) on the posterior aspect of the transcatheter aortic valve (tav) and moderate to severe pvl on the anterior aspect. The pressure half-time (pht) gradient is measured at 240 milliseconds (ms), corresponding to moderate to severe regurgitation. A calcific nodule is observed outside the tav frame on the posterior side, which may be contributing to the pvl. Mild mitral regurgitation is also present. Report review: case report was provided from 1/17/2025. Protruding calcification seen in aortic annulus under non-coronary cusp (ncc), consistent with calcified nodule seen on tee. The native aortic valve leaflets are moderately calcified. The annulus perimeter is measured at 80.7 millimeter (mm), with a perimeter-derived diameter of 25.7 mm, supporting the selection of a 29 mm evolut valve. The mean diameters of the sinus of valsalva (sov) are appropriate for a 29 mm evolut, and all sinus and coronary heights are within recommended ranges. Full aortic arch was not interrogated due to limited field of view provided. Aortic root angulation is 36°. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed that revealed paravalvular leak (pvl) of unknown severity. Additionally, a computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, it was planned to either implant a valvular plug or redo transcatheter aortic valve replacement to address the pvl.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed that revealed paravalvular leak (pvl) of unknown severity. Additionally, a computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, it was planned to either implant a valvular plug or redo transcatheter aortic valve replacement to address the pvl. Additional information was received that the valve was implanted into the native annulus. The final implant depth was 4.1 mm on the left coronary cusp (lcc) based on CT imaging. The mean gradient was 7 mmhg at discharge. Anti-platelet (asa) and anticoagulation (eliquis) therapy was used following the valve implant. It was reported that the patient had a misunderstanding and stopped taking the anti-platelet and anticoagulation medication at some point before the one month follow-up visit. One month following the valve implant, trace pvl was noted. Approximately five months post-implant when the thrombus was detected, the gradient was 15 mmhg and the pvl was moderate-severe. The patient's medical history may have been a contributing factor to the event.